Event description:
It was noted a pericardial effusion (pe) occurred. A eft atrial appendage (laa) closure procedure was being performed. The patient has a history of thrombocytopenia and mild dysplastic syndrome. The laa was classified as a chicken wing. Transesophageal echocardiogram (tee) imaging was used peri-procedurally, and pre-procedural tee confirmed no pre-existing pe. A versacross connect (vcc) transseptal access kit was selected for use. After the right femoral vein access, a full dose of heparin was given for anticoagulation. Transseptal puncture (tsp) was completed using vcc through the watchman fxd double curve access sheath (was). The activated clotting time (act) result was 184 after tsp. The was advanced into the left atrium followed by a pigtail catheter to access the laa. A 24mm watchman flx pro delivery system and closure device (wd) was advanced, deployed, and implanted in one attempt. The procedure was concluded. During recovery in the post anesthesia care unit (pacu), hypotension was noted. Tee was performed and confirmed a pe with tamponade. A pericardiocentesis was performed and 220cc of blood was removed, leaving the pericardiocentesis drain in place that drained 120cc of additional blood overnight. The patient received one (1) unit of blood transfusion. No further interventions were performed. The patient remains hospitalized but is expected to fully recover. In the physician's opinion, it is unknown what caused the pe.

Manufacturer narrative:
B5: information added.

Event description:
It was noted a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The patient has a history of thrombocytopenia and mild dysplastic syndrome. The laa was classified as a chicken wing. Transesophageal echocardiogram (tee) imaging was used peri-procedurally, and pre-procedural tee confirmed no pre-existing pe. A versacross connect (vcc) transseptal access kit was selected for use. After the right femoral vein access, a full dose of heparin was given for anticoagulation. Transseptal puncture (tsp) was completed using vcc through the watchman fxd double curve access sheath (was). The activated clotting time (act) result was 184 after tsp. The was was advanced into the left atrium followed by a pigtail catheter to access the laa. A 24mm watchman flx pro delivery system and closure device (wd) was advanced, deployed, and implanted in one attempt. The procedure was concluded. During recovery in the post anesthesia care unit (pacu), hypotension was noted. Tee was performed and confirmed a pe with tamponade. A pericardiocentesis was performed and 220cc of blood was removed, leaving the pericardiocentesis drain in place that drained 120cc of additional blood overnight. The patient received one (1) unit of blood transfusion. No further interventions were performed. The patient remains hospitalized but is expected to fully recover. In the physician's opinion, it is unknown what caused the pe. It was further reported the pericardiocentesis drain was removed two (2) days post index procedure and the patient was discharged five (5) days post index procedure. The patient had been taking eliquis anticoagulant medication. In the physician's opinion, the pe was procedural related to the laa closure procedure.